Event description:
It was reported that patient was informed from magnetic resonance imaging (MRI) having a fractured lead. Boston scientific technical services (ts) referred patient to following physician for further information about lead integrity and explained fractured lead is a condition for MRI that would not make it conditional. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that patient was informed from magnetic resonance imaging (MRI) having a fractured lead. Boston scientific technical services (ts) referred patient to following physician for further information about lead integrity and explained fractured lead is a condition for MRI that would not make it conditional. This lead remains in service. No adverse patient effects were reported.